Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow and down arrow buttons were intermittently responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/20/2014 with the following findings: all of the buttons on the keypad had an intermittent response and required multiple button presses to become engaged. The keypad was torn and the button contacts were exposed. Contamination was found under all of the button contacts when the keypad was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.